Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a (B)(6), male, pt, with a (B)(6) underwent an interventional catheterization procedure on (B)(6) 2010. A 6f sheath was used to obtain access. Heparin was administered peri-procedure. Following the procedure, the physician trained to the mynx, chose the device for femoral arterial closure. The nurse also trained to the mynx, deployed the device without complication. The catheterization procedure and deployment were unremarkable. It was reported that 4 days post procedure, the pt returned to the hospital to be implanted with an implantable cardioverter-defibrillator (ICD) when a pseudoaneurysm (psa) was noted. It was treated with a thrombin injection and the pt was discharged the following day without any further clinical sequela.